Event description:
It was reported that following implant, the right ventricular lead exhibited loss of capture; the patient had to be resuscitated. Lead dislodgment was suspected. The lead was explanted and replaced on (B)(6) 2014. The patient was stable.

Manufacturer narrative:
Final analysis found normal lead characteristics.